Event description:
A trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the initial evaluation a pressure sensor mismatch alarm condition was observed. The device's machine flow sensor was found to be contaminated and needs to be replaced. Additionally, not related to the reportable issue, an o2 regulation alarm and low o2 inlet pressure alarm were observed. The device's oxygen blending module subassembly needs to be replaced. This issue would not affect the device's ability to deliver therapy as designed. The device's tubing and inline filter need replaced due to dirt contamination. The device's air inlet foam filter and particulate filter need to be replaced preventatively. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of a pressure sensor mismatch is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.